Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. There was no reported impact to customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.